Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was not confirmed. The unit was tested, and the image was present. However, evaluators did note an e224 error code displayed on the monitor due to a faulty cable. Additionally, the switch button for the white balance was failing intermittently due to a worn-out switch board. The rear cover label was also found fading. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that while performing a diagnostic laparoscopy procedure, her olympus 4k autoclavable camera head stopped producing an image. According to the initial reporter, the procedure was completed using another camera with a ¿good¿ patient outcome. However, the customer could not confirm if the subject device had been inspected prior to use.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the video function did not function normally due to the failure of the cable, and the phenomena pointed out [e224 (scope communication error)] might have occurred. However, the root cause could not be identified. Olympus will continue to monitor field performance for this device.